Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s device would not communicate with the patient programmer (pp) nor ins recharger (insr). The patient stated they were having more back pain but could not get and MRI done because their leads were not compatible, so they were considering having the device removed. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
Correction to event date: the date has been corrected upon reception of additional information from the patient. The date is inaccurate, only the year is valid. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the cause of the communication issue and back pain was unknown. The patient noted that the device failed and had failed to function/charge since 2016. The charger said "no device found". They tested all the external charging components and the ins wouldn't charge. They couldn't test the components in their body. No further complications reported.